Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer informed ccc that prior to running the samples, quality controls for glucose method were performed on cerebrospinal fluid and serum samples, which were within range. Siemens is investigating the issue.

Event description:
A discordant, falsely depressed glucose result was obtained on one patient sample upon repeat testing on a dimension vista 500 instrument. The sample was initially tested on the same instrument, resulting higher. The sample was repeated on a point of care instrument, resulting lower. The sample was then sent to a sister laboratory, resulting lower than the initial result but higher than the point of care result. Later that day, the sample was repeated on the dimension vista 500 instrument, resulting lower than all previous results. The results were reported to the physician(s), who questioned them. The sample was repeated again on a point of care instrument, resulting higher and matching with the initial result. It is unknown what method was used on the alternate systems to measure glucose result. The initial result of 191 mg/dl was not corrected. There are no reports of patient intervention or adverse health consequences due to the discordant, falsely depressed glucose result.

Manufacturer narrative:
The initial MDR 1226181-2016-00334 was filed on june 17, 2016. Additional information (07/12/2016): a siemens headquarter support center (hsc) reviewed the instrument data. Different patient draws or times were used for comparisons which could lead to a misleading interpretation of differences between the instruments that were used in the event. This was consistent with the cause of the issue. The hsc concluded that the glucose values could have changed due to time passed or medication administered. The instrument is performing according to specifications. No further evaluation of the device is required.